Event description:
It was reported that the patient had a ventricular fibrillation episode and no therapy was delivered. The patient had to be externally defibrillated and afterwards, remained unconscious and ventilated. It was also noted that the device was performing as it was programmed, so there was concern about the programming settings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.